Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when clipping the cystic duct, the clips were scissoring and not forming properly. On the fourth firing the clip fell out of the jaws totally unformed. Completed with the same clip applier and then it was collected for inquiry. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.